Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the buttons of insulin pump were less responsive and buttons are harder to press. The customer's blood glucose level was unknown. The customer also reported insulin pump rejected new battery and cracks around the reservoir compartment. The device will not be returned for analysis.